Event description:
The device was not on a patient. The respiratory therapist was taking the ventilator out of the clean utility room when the wheel caster broke off. Again, the unit tipped over and the staff caught it.